Event description:
The pt reported that the catheter connector broke and the catheter came off. The pt also reported that the pump broke. Both the pump and the catheter were explanted and later replaced. No pt symptoms were reported. The pt recovered without sequela. Further information received from the hcp reported that the pt would flip her pump around herself. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.